Manufacturer narrative:
Evaluation: after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the surface or position of the endovascular graft. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by anatomical changes over time.

Event description:
In 2007, patient underwent aaa repair. The main body graft was placed too low, but there did not appear to be an endoleak. However, in the ensuing months it appeared that a type I endoleak had developed. As a result, five month later, a cuff extension was placed. As five days later, the endoleak appeared to be resolved based on the follow-up imaging and study performed.